Event description:
It was reported that guidewire detachment occurred. A fractional flow reserve (ffr) procedure was being performed. A comet ii pressure guidewire was being advanced, and a separation of the guidewire occurred. A piece of the guidewire remained in the right coronary artery of the patient. No further information is available at the time of this report.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an ffr comet pressure wire with the occ cable. The shroud of the occ cable was connected to the bench top testing equipment, the coefficient values were confirmed to be programmed. The occ cable, tip and device shaft were microscopically and visually examined for damage, or any irregularities. Inspection of the device revealed that the distal shaft was detached/separated at the tri-cut on the distal end. Only 181.7cm of the wire was returned for analysis, indicating that 3.3cm of the device, including the tip, sensor, and senor housing, were not returned for analysis. There were numerous kinks throughout the body of the wire. The separated/detached end appeared to be slightly bent, indicating that the device kinked prior to separation. The appearance of the confirmed damage was consistent to damage that can be caused from interaction with another device or patient anatomy during the procedure. Product analysis confirmed the reported event, as shaft was separated/detached.

Event description:
It was reported that guidewire detachment occurred. A fractional flow reserve (ffr) procedure was being performed. A comet ii pressure guidewire was being advanced, and a separation of the guidewire occurred. A piece of the guidewire remained in the right coronary artery of the patient. No further information is available at the time of this report.